Event description:
The customer reported that vasoseal was used following a percutaneous transluminal coronary angioplasty procedure on 4/9/98. The physician was only able to deploy one plug. Manual pressure was applied. Vasoseal sheath was sheared and the prong was through the side of the sheath.